Event description:
It is reported that a customer received several error alarms on their insulin pump and was not able to clear them. The pump was sent back for analysis. The patient's blood glucose level was unavailable. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.